Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2007, and a revision procedure on (B)(6) 2012, due to patient's allegations of pain and personal injury. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2007, and a revision procedure on (B)(6) 2012, due to patient's allegations of pain and personal injury. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records indicates the patient underwent a left total hip arthroplasty in 1999. Subsequently, patient was revised on (B)(6) 2007 with an m2a system due to poly wear, acetabular osteolysis and a retroverted acetabular cup. The acetabular cup and modular head were removed and replaced. Operative report further indicated patient was revised on (B)(6) 2012 due to a loose acetabular cup. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown, manufacture date ¿ unknown.